Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an account manager called to report issue with a patient reporting esophageal paralysis two days after undergoing an esophageal manometry study. Patient stated that he did not have vocal cord paralysis before the test, but got it after the test. The patient did two tests, blood test and CT scan, but the two tests showed no proof that the esophagus manometer test was responsible for the vocal cord analysis. The history of the patient illness showed that the patient had an episode of abdominal pain requiring ER visit in (B)(6). Large hiatal hernia was discovered on CT scan. The patient had this pain after dinner and it was associated with heartburn.

Manufacturer narrative:
Device evaluation the product sample was not returned to the medtronic laboratory; however, a picture was provided by the customer for analysis. This device has been used in the treatment or diagnosis of a patient. Information provided does not indicate if the reported problem was confirmed or not. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.